Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the carbohydrate ratios were off due to incorrect time. The customer was assisted in setting the time at the time of call. The insulin pump will not be returned for analysis.